Manufacturer narrative:
Root cause appears to be the result of excessive force applied to the device resulting in material fatigue.

Event description:
Contact reported that a portion of the tap broke off in pedicle and could not be removed. Patient was reported to have very hard bone. Sales rep. Stated that the surgeon attempted to remove the piece but could not get it out without doing damage to the pedicle. Event resulted in a significant delay, however there was no patient injury reported.